Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator powered on, but did not boot up. The ventilator shut-down prior to booting up. An audible alarm occurred after ventilator shut-down. The ventilator¿s inop led was solid red. Bench testing revealed the main flex was not booting up due to a malfunctioning main flex. The component c1 of the main flex was measuring "ol" resistance. Carefusion replaced the main flex with a known good one, and the ventilator powered on and booted up properly. Carefusion corrected the reported issue by replacing the main flex.

Event description:
It was reported by the customer that the ventilator keeps blinking and the alarm tone goes off. There was no report of any patient involvement or harm associated with this complaint.